Manufacturer narrative:
A1,2,4;b3,6,7;d10: information unavailable: d5,6;h4: information unavailable, device not returned for analysis.

Event description:
The lavh was performed approx 1 month ago. Everything looked fine during the case. Pt had to be re-op'd at a later date due to a bowel obstruction. The general surgeon noted a couple staples had hooked the bowel from the staple line across the ip ligament.